Event description:
It was reported by the company representative that there was a loose piece of metal showing up in the patient's post op CT scan. It appears to be a part of the osteotome, which was noticed to have broken at the tip. No further information is know as to whether there will be a revision surgery.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that there was a loose piece of metal showing up in the patient's post op CT scan. It appears to be a part of the osteotome, which was noticed to have broken at the tip. No further information is know as to whether there will be a revision surgery.

Manufacturer narrative:
The reported event that the tip of the device broke off could be confirmed. The visual investigation confirmed that the tip of the device broke off and was not returned for investigation. The fracture surface showed an intercrystalline fracture due stress crack corrosion and pitting corrosion most likely caused by an insufficient cleaning\drying and\ or maintenance procedure. Based on the investigation the root cause for the event can be tied to a user related issue. Indications for any material, manufacturing or design related problems were not determined in the investigation.